Event description:
It was reported, "needle in our prepackaged port access kit. As nurse began to flush vad, leaking was noted from the clear c shaped area, the piece that is used to take the needle out. The needle was removed from the patient. No harm to the patient. The defective needle was replaced with a new needle, no issues."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "needle in our prepackaged port access kit. As nurse began to flush vad, leaking was noted from the clear c shaped area, the piece that is used to take the needle out. The needle was removed from the patient. No harm to the patient. The defective needle was replaced with a new needle, no issues."